Event description:
It was reported that the patient experienced a surging sensation and stimulation was felt in her ear. The therapy was stated to not be effective in controlling her pain. There was no known accident or incident related to this report. Impedance testing was performed and indicated an open circuit on the number three electrode. No determination of cause was made.

Manufacturer narrative:
Lead: model: 3986a, (B)(4), implanted: 2011-(B)(6), explanted: unknown; lead: model: 3986a, (B)(4), implanted: 2011-(B)(6), explanted: unknown; extension: model: 3708120, (B)(4), implanted: 2009-(B)(6), explanted: unknown; extension: model: 3708120, (B)(4), implanted: 2009-(B)(6), explanted: unknown; extension: model: 3708220, (B)(4), implanted: 2011-(B)(6), explanted: unknown; extension: model: 3708160, (B)(4), implanted: 2011-(B)(6), explanted: unknown; programmer: model 37743, (B)(4); recharger: model: 37752, (B)(4).